Event description:
The manufacturer received information alleging an issue related to the ventilator's lcd screen was observed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen and system board need replaced to address the issue.